Manufacturer narrative:
The glidescope avl video monitor was returned to verathon for evaluation. The technical service representative could not duplicate the reported loss of image. The technical service representative left the video monitor powered on with no loss of image noted. The video monitor pass all visual tests and as this is a verathon owned device it was returned to the verathon loaner pool. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor, the video monitor would not show an image when powered on. A three minute (3) delay in the procedure was reported while a gvl video monitor was prepared. No harm to patient or user was reported.